Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose was 363 mg/dl. Customer¿s current blood glucose was 154 mg/dl. Customer was treated with insulin drip saline solution. Customer was alleging for under delivering because she had diabetic ketoacidosis and she kept giving herself a bolus and it was showing delivered and when they took it out the set was bent. The insulin pump will not be returned for analysis.